Manufacturer narrative:
(B)(4). Device photo evaluation: visual analysis of the identified photos: opening on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: revision.

Event description:
Physician reported "implant rupture" confirmed during surgery. Device has been explanted. This relates to the left side.